Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00332. It was reported the patient was not receiving effective stimulation. Patient¿s leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted. This addressed the issue.